Event description:
It was reported that during a meniscal repair surgery, two (2) fast fix t2 implant failed to secure and the inner rod could not rebound tp the post-t2 position. T1 that were already anchored were removed using pliers. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret1 setting with the suture and implants returned off the insertion device. There is debris on the devices and the knots of both suture strings are tightened. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.